Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 310-366 mg/dl. Customer went to the emergency and was admitted to the hospital for the elevated bg, nausea, vomiting, and high ketones. Customer was treated with intravenous fluid of saline and insulin. Treatment resolved the issue and there was no permanent damage. Attempts were made by tandem technical support to obtain a discharge date, however, no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.